Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2011. The lens was explanted on (B)(6) 2011 due to excessive vaulting. Subsequently, the patient experienced elevated iop. The icl was exchanged for a shorter lens which resolved the problem.

Manufacturer narrative:
Surgical procedure. Intraocular pressure rise (iopr). Lens, vaulting, excessive. (B)(4).